Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned generator was completed. With the pulse generator case removed and the battery still attached to the pcb, the battery measured a non-ifi condition. The pulse generator would not interrogate and had no output in the pa lab. Therefore, the system diagnostics, final electrical test, and diagnostic vbat calculation could not be performed. Looking at various signals from the microprocessor (a1), found that the crystal (x1) was not functioning. The crystal on the 103-36269 pcb was replaced with a bench crystal from stock. With the replacement of the crystal communication was established. The ram and flash data was downloaded (corrupted due to no clock) and a system diagnostics test was performed. However, the downloaded parameters match the parameters found in the clinical notes. The pulse generator diagnostics were as expected for the programmed parameters. The post burn-in electrical test results showed that the pulse generator module (with x1 replaced) performed according to functional specifications. A visual assessment on the pulse generators crystal x-ray (removed from pcb) shows there is internal breakage. Although the reported allegations of increased seizures and near end of service were not verified, the crystal (x1) did not function properly. The failure mechanism for the crystal (x1) was not ascertained. However, the vns programming history database and clinical records shows the pulse generator was communicating from implant to the office visit on (B)(6) 014. Further follow-up revealed that the patient's device was interrogated in (B)(6) 2014 shortly before explant. Therefore, the condition of the crystal does not appear to have affected device performance while implanted in the patient. The patient's increase in seizures was believed to be below pre-vns baseline levels. The physician stated that the increase in seizures may be related to the patient's generator being near end of service. No other contributory issues or malfunctions were identified or suspected. The patient had been doing well following replacement surgery.

Event description:
Additional information was received stating that vns patient underwent generator replacement surgery on (B)(6) 2014 due to end of service. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6) 2014. The notes indicate that the patient was experiencing daytime seizures which were unusual for her and typically resulted in a fall. The patient experienced two daytime seizures in (B)(6) 2013, one in (B)(6) 2014 and one in (B)(6) 2014. There were no changes to her medications. The patient¿s device was tested and diagnostic results revealed 10-15% battery life remaining. The neurologist stated that the patient¿s increase in seizure frequency may be due to the generator reaching near end of service. The patient was referred for generator replacement surgery. No known interventions have occurred to date.